Event description:
"Inrosion" of scleral buckling element left eye. Currently no severe visual problem but likelihood of later retinal detachment or blockage of vision os by buckling element. Surgery done elsewhere in 1986.